Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked during patient infusion. It was further reported that a hole was observed in the tubing. The infusion was stopped and a new set was used. This issues was identified during an unspecified patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.